Event description:
Comments included in email received from complaints: I just saw the recall letter and still have the product. I did just use it on my son last week as he felt he had mucus in his lungs. He didn't use all of it. He started feeling terrible that same night and we took him to the ER because it was hard for him to breathe. What should I do now?

Manufacturer narrative:
An email was sent to product remove info email by (B)(6) 2024. The email was forwarded to the complaints department on (B)(6) 2024, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 6/3/24 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint. Customer responded back on 6/3/24 with additional information. Description of response on 6/3/24: I did not hear from anyone so I threw it away. It was used in a nebulizer once or twice. He had been diagnosed with als in 2021 and caught a cold. Something that was supposed to help him hurt him. He couldn't breathe and was scared to no end. No one should have to go through that.